Event description:
Recipient claims that blood testing results for viral communicable diseases showed evidence of exposure to human hepatitis c. Graft ID 2927991 are associated to voluntary bts recall.

Manufacturer narrative:
Method: graft id2927991 not returned for rt. Investigation: review of internal records, donor records, tissue donor serological test results, medical release, manufacturing history, qa/qc reviews and processing cultures. Graft id2927991 passed all release criteria prior to distribution on 07/13/2005. Results: donor serological testing results were negative for infectious disease or process. Hiv/hcv nat serologic testing performed on donor 101042726 with results negative for detaction of hcv rna. Graft ID 2927991 was irradiated within the validated dosage to eliminate potential viable microbes, rti has received 14 tissue utilization records or implantation. No other complaints were found associated to these grafts and donor. Conclusion: the processing method utilized for the graft, irradiation and demineralization, is validated to eliminate the potential of disease transmission. It is unknown to rti if confirmatory testing has been performed on the recipient. It is more reasonable that exposure to hcv is due to a source, event, or behavior other than allograft implant given that donor serological testing results by nat are negative for hcv and given the processing methodology utilized for the graft.